Event description:
The following has been reported: customer reported: tubing found to be leaking tpn out of cassette near flow dial area after primed and running into PICC line. A preliminary review identified the following issue: administration set leak (external part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of an ivenix administration set was returned for evaluation. No defects were observed during visual inspection per the applicable drawing. The gold foil were as corresponded to the specific code (B)(6). Primary line infusion passed successfully and was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. An underwater leak test was performed for verifying the liquid and air side areas of cassette and bubbles were observed coming from unit. Finally, a dye test was performed, and it was observed that that the origin of the leak was located close to the oulet valve. The customer complaint is confirmed. The reported leak could be related to poor welding of the cassette. An internal investigation was opened to mitigate the reported issue. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections.